Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter, the registrar forgot to administer anticoagulant at the beginning of the procedure. Mapping was performed without checking the activated clotting time (act). Upon removal of the catheter from the right atrium, small visible clots (char/thrombus formation) were observed on the catheter, which had been in the right atrial lead for approximately 17 minutes. The catheter was flushed and a large dose of anticoagulant was administered, after which the act measured above 370 seconds. No visible clots remained after flushing, but the physician replaced the catheter with a new device. No ablation was performed at the time of the event. The procedure was completed, and the physician continued with transeptal access for left atrial mapping and ablation (posterior line, roof line, and mitral line). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0013065957 and log files were returned and analyzed. Review of the log files showed time stamps and errors related to the procedure. The catheter was visually inspected and functionally tested. Visual inspection did not reveal any anomalies. Testing for rf and pf ablations passed successfully. No shorts or open circuits were observed during further testing. A mapping test was also completed and had passing results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h11 product event summary. In conclusion, the reported visible clot was not confirmed during analysis. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.